Event description:
Account reports that the "septum dislodged when in use". States septum had been accessed to flush with an interlink cannula. Was not on a central line. No pt. Injury or blood loss reported. Incident occurred on an adult pt.